Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty digits on the volume indicator occurred due to front panel failure. The cause of the front panel damage might have been caused by an external force such as hitting an object against the device. The reported phenomenon might be prevented by following the descriptions found in the instruction manual which states: "storage of the high flow insufflation unit, foot switch, cylinder hose, and medical gas pipeline adapter hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that during a therapeutic for a gastric sleeve procedure, the digits on the volume indicator is faulty. Seven segment bars are not working. Insufflation function seems to be unaffected, and the middle seven segment display volume digit on the high flow insufflation unit. There was no patient harm associated with this issue.